Manufacturer narrative:
Correct data: in the initial MDR the following details were not entered: (B)(6), gender/sex: male, date of event: (B)(6) 2017. Additional info: device available for evaluation? Yes, returned to manufacturer on: 10/23/2017, device returned to manufacturer? Yes. Device evaluation: the preloaded delivery system was returned at the manufacturing site for evaluation. No assembly issue in the device was observed. Visual inspection at 10x microscope magnification showed no viscoelastic residue inside the cartridge. Only half of the intraocular lens (iol) was returned with the haptic detached. The customer's reported complaint was confirmed. One probable cause could be that the lack of viscoelastic caused a resistance which lead to damage the lens by the pushrod. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As per dfu, the device has to be filled completely with viscoelastic for better performance. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. Date of event: unknown, not provided, but the best estimate date is during 2017. If implanted, give date: not applicable, as the lens was inserted and removed. If explanted, give date: not applicable, as the lens was inserted and removed. Initial reporter name: unknown, information not provided. (B)(6). (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during the implantation a pcb00 22.0 diopter intraocular lens (iol), the leading haptic tore off. The lens was removed and replaced. There was an incision enlargement performed with possible sutures used. Reportedly, there was no patient injury. No additional information was provided.